Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use and it was undergoing a planned vascular treatment procedure. The procedure was completed by using other monitors. The philips remote service engineer (rse) examined the system remotely and confirmed that the flexvision monitor would not turn on. The reported issue persisted even after multiple reboots. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found loose connection from the monitor. To resolve the reported issue, the fse re-seated the video signal connection and rebooted the system. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision monitor would not turn on. No harm was reported to philips. Philips has started an investigation of this complaint.